Event description:
It was reported that the insulin pump is not delivering the correct amount of insulin. Customer stated that he has been going low. The blood glucose reading is 118 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.